Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were recharging their implantable neurostimulator (ins) too frequently. The patient reported that they used to be able to charge about once a week, but they noticed having to charge every 3-4 days now. The patient stated that they would have full coupling and have not had any setting changes. The patient was able to charge their device all the way, and typically charges until the ins is 100% full. It was noted that the issue started 2-3 weeks prior to the date of this report. Additional information received on 2016-oct-10 from a manufacturer representative reported that the patient was charging too often. The patient went from once every two weeks to every three days. The manufacturer representative reported that the patient charged their ins to 100% on (B)(6) 2016 and it went down to 25% within three days. It was confirmed that the patient was getting good coupling as the manufacturer representative had them recharge in the office. Impedance tests were ran and electrodes 8 and 11 were less than 50 ohms. The manufacturer representative was currently programmed on electrode 11. It was reviewed that they should reprogram around electrode 11, if possible, and see if that helps. No patient symptoms were reported. Indication for use is post lumbar laminectomy syndrome.

Event description:
Additional information received from the consumer indicated that the patient met with a manufacturer representative and added an additional group and did not delete the previous one. The new program did not help with the pain and the patient still had to charge every 3 days so they switched back to the old program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.